Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid was found inside the bd insulin syringe with the bd ultra-fine¿ needle before use.

Event description:
It was reported that foreign liquid was found inside the bd insulin syringe with the bd ultra-fine¿ needle before use.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that there is liquid inside of the barrel. The returned syringes was examined and no foreign matter was observed in or on the sample. Also, no foreign matter came out of the syringe when fully depressing the plunger rod. A review of the device history record was completed for batch # (B)(4) all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for this complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.